Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer treated the high blood glucose readings with the pump. The customer stated that she received a new charger because the one was not charging the transmitter. The customer stated that the new charger is not working when the transmitter is on the new charger, as the green light is not blinking. The customer was advised to be sure to change the transmitter ID in her pump when she gets a new transmitter.